Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was a demo unit, was loaned to another region and once returned, it would not turn on. Tried multiple chargers and could not get the handle to light up. There was a red light error on the battery charger. No patient involved.